Event description:
Complainant alleged that while attempting to monitor a pt, the device inappropriately shut down. Once unit was powered back on, the device did not respond to the front panel controls. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.